Manufacturer narrative:
For cobas e 801 analytical unit with serial number (B)(6) : the investigation reviewed the calibration data. The results were within specifications. There was no influence of the calibration on the issue. The investigation reviewed the qc data. The results were within the specified ranges. The investigation reviewed the alarm trace. On (B)(6) 2024, the trace had sample foam detection, sample clot detection, and sample short alarms. However, there was no alarm related to the pipetting of the patient samples reported in this case. A general reagent problem was not present because the qcs before the event were within the specified ranges. Based on the information provided, the investigation did not identify any product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial numbers of the customer's cobas e 801 analytical units are (B)(6). The specific analyzer used for the results was requested but not provided. For cobas e 801 analytical unit with serial number (B)(6): the investigation reviewed the last calibration data. The results were within specifications. There was no influence of the calibration on the issue. The investigation reviewed the qc recovery. The results were within specifications. The investigation reviewed the alarm trace. There were no issues noted. The investigation reviewed the customer's handling of patient samples. The patient sample was centrifuged for 6 minutes at 3004 g in a fixed bucket centrifuge which caused the separation gel layer to become diagonal. The investigation determined that swing-out rotors should be used for the centrifugation of the sample tube. The investigation is ongoing.

Event description:
The initial reporter received questionable troponin t hs elecsys results from two patient samples tested on two cobas e 801 analytical units (analyzer a and analyzer b). Sample (B)(6) the reporter stated the analyzer generated a "short" error prompting them to transfer the patient sample to a false bottom tube for the analysis. At 6:31 pm, the initial result from analyzer b had no numerical result and was only a data flag. At 6:51 pm, the first repeat result from analyzer b had no numerical result and was only a data flag. At 7:43 pm, the second repeat result from analyzer a was 225 pg/ml with a data flag. At 9:22 pm, the third repeat result from analyzer b was 99.4 pg/ml. At 10:37 pm, the fourth repeat result from analyzer a was 76 pg/ml. At 11:08 pm, the fifth repeat result from analyzer a was 65.1 pg/ml. At 11:47 pm, the sixth repeat result from analyzer a was 80.4 pg/ml. Because the results were inconsistent, a new patient sample was requested. The result of sample (B)(6) (new patient sample) from the analyzer a was 24.8 pg/ml. Sample (B)(6). At 8:33 pm, the initial result from analyzer b was 12.9 pg/ml. The first repeat result from analyzer b was 11.1 pg/ml. The second repeat result from analyzer b was 9.6 pg/ml. At 10:41 pm, the third repeat result from analyzer a was 7.8 pg/ml. Because the results were outside their 10% limit, a new patient sample was requested. At 10:45 pm. The result of sample (B)(6) (new patient sample) from analyzer a was 3.8 pg/ml.